Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported the exercise test took place and they did not observe any oversensing or noise. There was a slight change in morphology. However, when the patient flexed his pectoral muscle there was a little of oversensing of noise. The abdominal muscle didn't render much noise. The health care professional (hcp) informed the patient only to do a few reps when working out his pecs. The patient is happy with the outcome. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field h6 impact codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r: t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received which reported the exercise test took place and they did not observe any oversensing or noise. There was a slight change in morphology. However, when the patient flexed his pectoral muscle there was a little of oversensing of noise. The abdominal muscle didn't render much noise. The health care professional (hcp) informed the patient only to do a few reps when working out his pecs. The patient is happy with the outcome. At this time, the device remains in service. No adverse patient effects were reported.